Event description:
It was reported that due to the absence of an atrial lead, the diagnostic collection would not begin on the implantable pulse generator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.